Event description:
Caller tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however, test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.